Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 2 of 2. Reference MFR report#1627487-2016-01144. The patient received two quattrode (model 3146) leads with the same lot number. It was reported the patient suffered several falls in the past months (date of event unknown) after which time she noticed a change in stimulation. Reportedly, reprogramming did not resolve the issue. Diagnostic testing revealed high impedance readings on multiple lead contacts. Subsequently, x-rays were taken and a possible lead fracture was noted. As a result, surgical intervention may be undertaken as the next course of action. Follow-up identified surgery took place on (B)(6) 2016 during which time the physician explanted and replaced the scs system..

Event description:
Device 2 of 2: reference MFR report#1627487-2016-01144. Follow-up identified the issue is resolved.